Event description:
A malfunction on the pump was reported by the caller, who mentioned no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received information from technical support on how to reset the pump but did not have access to a charging cable at the time of the call. They were advised to follow up with technical support once the cable was available, and the case was left open for further follow-up. Cts followed up with customer. Customer reported their hcp was able to reset their pump and they resumed deliveries successfully cts advised customer to follow up if further assistance required customer understood and acknowledged.